Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6), 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the device is defective, the tip of the hook is bent. The reported event was confirmed. The visual evaluation of the returned device revealed a bent shaft which is typically caused by applying excessive leveraging forces.

Event description:
It was reported that the device is defective, the tip of the hook is bent. There was no harm or adverse event for patient, operator or third party reported. No further information received.